Event description:
It was reported that the patient controlled analgesia (pca) pump was programmed to administer 0.2ml of dilaudid with a lock out of 10 minutes, to the patient when the button was pressed. There was no basal/continuous rate programmed. The nurse who went to clear the pump sometime between 7pm and 10:45pm on (B)(6) 2020 was concerned because the patient had been sleeping, yet the volume to be infused was 45.2ml out of the 50ml syringe whereas the last check had shown 47ml, therefore 1.8ml would have been infused to the patient while the patient was asleep. There was no negative impact or consequence to the patient. Although requested, further information was not provided.

Manufacturer narrative:
The reported pca syringe volume discrepancy could not be confirmed. Analysis of the log shows that on (B)(6) 2020 between the reported time of interest (7:00pm ¿ 10:45pm), the pca device was programmed to infuse drugid=2 from a bd 50 ml syringe, with a recorded volume of 46.1643 ml. The infusion type was pca only with a reported lock out period of 10 minutes. The data set was not received so keypress replication could not be performed to verify drug and lockout settings. Between the hours of 7:10pm and 10:45pm, 11 pca requests were delivered at a vtbi of 0.2ml, for a calculated total volume delivered of 2.2 ml. There were a total of 105 pca requests recorded within this same time period. The patient history was recorded as having been cleared at 8:17:59 pm on (B)(6) 2020. The recorded volume infused was 0.4ml during this activity, with the remaining vtbi recorded at 45.7643 ml. The root cause for this reported discrepancy could not be determined. No device was retuned for investigation. Device history review: review of the sn (B)(6) service history record showed that the device was manufactured on 05/04/2016. A review of the device service history record was performed beginning from the date of manufacture to the present date 08/20/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, further information was not provided.

Event description:
It was reported that the patient controlled analgesia (pca) pump was programmed to administer 0.2ml of dilaudid with a lock out of 10 minutes, to the patient when the button was pressed. There was no basal/continuous rate programmed. The nurse who went to clear the pump sometime between 7pm and 10:45pm on (B)(6) 2020 was concerned because the patient had been sleeping, yet the volume to be infused was 45.2ml out of the 50ml syringe whereas the last check had shown 47ml, therefore 1.8ml would have been infused to the patient while the patient was asleep. There was no negative impact or consequence to the patient. Although requested, further information was not provided.